Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Ramaswamy, r. S., jun, e., beek, d.v., mani, n., salter, a.,kim, s.k., & akinwande, o. (2017). Denali, tulip, and option inferior vena cava filter retrieval: a single center experience. Cardiovascular and interventional radiological society of europe, 1-6. Doi: 10.1007/s00270-017-1866-z. Investigation summary: the device was not returned for evaluation. However, one image was provided and reviewed. A filter can be identified as tilted within the provided image. However, the image could not identify if any of the filter limbs were perforating the ivc wall due to image type. The image did not show any retrieval device or retrieval attempt. Therefore, the investigation can be confirmed for a tilted filter. The investigation is inconclusive for the alleged filter limb perforation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported in an article in cardiovascular and interventional radiological society of europe titled "denali, tulip, and option inferior vena cava filter retrieval: a single center experience," that a filter retrieval procedure was unsuccessful due to filter tilt and limb perforation of the cava wall. The current patient status was not provided.